Manufacturer narrative:
UDI number is unknown. Adverse event problem and evaluation codes: updated. Manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that per anvisa 2021.08.006264, an unscheduled extubation occurred due to poor product functionality. No patient injury was reported.